Manufacturer narrative:
Continued e.1 phone number: (B)(6). The events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphadenopathy.

Event description:
Healthcare professional reported left side "radial folds along the medial profile with evidence of a thin fluid flap" and reactive lymph nodes. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "radial folds along the medial profile with evidence of a thin fluid flap" and reactive lymph nodes. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. . Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ creases/folding of implant: not observed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.